Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient stated that they had replaced the sensor. Dexcom representative advised patient to use the smart device's bluetooth settings to forget all bluetooth devices, close all applications, plug in the smart device into charger and reset smart device. No additional patient or event information is available.